Event description:
It was reported that the rotaflow shutdown during patient treatment. No harm to any person has been reported. The hospital does not provide any information about any remedial action. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow "shutdown" during patient treatment. No harm to any person has been reported. A getinge service technician was on site on (B)(6) 2021 to check the affected rotaflow (serial#(B)(4). The technician was unable to reproduce the reported failure. No parts have been replaced. The device is working as intended. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "rotaflow shutdown" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: wrong intervention limits. Unintended switch off by user. Battery power failure e.g.: user forgot recharge. Total failure of device because of e.g.: breakdown of ac/dc line voltage (mains). (Accidental) disconnection of mains (plug). The review of the non-conformities has been performed on 2022-02-21 for the period of 2016-01-18 to 2022-02-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2016-01-18. In order to avoid reoccurrence of the reported failure, the customer will be informed by the sales and service unit to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
It was reported that the rotaflow gives the audible alarm "low battery" and "shutdown" afterwards during patient treatment. The device has been restarted without success. Therefore it was decided by the customer to decannulate the patient immediately, who was in the 'withdrawal phase'. No harm to any person occurred. A getinge service technician was on site on 2021-02-15 to check the affected rotaflow (serial#(B)(6)). The technician was unable to reproduce the reported failure. No parts have been replaced. The device is working as intended. The disposable has been discarded by the customer. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "rotaflow shutdown" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: 1. Unintended switch off by user. Battery power failure e.g.: 1. User forgot recharge. Total failure of device because of e.g.: 1. (Accidental) disconnection of mains (plug). The reported failure and the application method described by the customer was evaluated by getinge medical affairs department on 2022-03-01 with following outcome: after the evaluation of the existing details that explains the circumstances of the event described in the customer¿s complaint, it appears that a likely explanation for the described event may be related to a use error that caused the equipment to run on battery power until it was completely discharged which resulted in a powering down of the rotaflow console. The most likely explanations of the probable use errors in this case may be any of the following: an unintentional flipping of the power circuit breaker at the rear of the console, e.g. During a cleaning operation or any other contact near the rotaflow console. An unintentional disconnection of the power cable from the rotaflow console or the mains power socket during a cleaning operation, or any other contact, near the rotaflow console. That said, an audible alarm would have sounded and the operating mode display on the rotaflow would have flashed with the intermittent message "low xx.xv". This message indicates a low battery voltage level. As described in the complaint narrative, this alarm message was observed in the course of this event. According to the inspection performed on the rfc (rotaflow console), the device was reported to have no malfunctions or diminution in performance. Additionally, the device was released back to clinical service by the field service technician. If the breaker switch on the rear of the unit had been turned off inadvertently, the rfc would have switched to battery power and the battery lamp on the front of the rfc would have illuminated. Also, the green power indicator would have extinguished. Flipping the mains breaker to the off-position (o versus I), prevents power from being transferred to the rfc even though the unit is plugged in to wall power. Nonetheless, all of these events occurred, as explained in the complaint report. It is highly probable that the power breaker in the rear was flipped to the off-position and was not recognized by the user. In the course of questioning about the event, the customer mentioned that the ¿[rfc] had not been on mains¿. It is assumed from this statement that the mains power (aka main circuit breaker) was off and the battery power was active. Therefore, the battery was not charging as no power was provided to the battery. Yet, when service performed the inspection, the device performed and tested to specification(s) with the battery performing to expectations. Given the inspection outcome of the device in addition to the testimony from the customer, it is not possible to assign the root-cause of the event described in the complaint to the rotaflow console. The review of the non-conformities has been performed on 2022-02-21 for the period of 2016-01-18 to 2022-02-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2016-01-18. In order to avoid re occurrence of the reported failure, the customer will be informed by the sales and service unit to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4. Check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Leave the mains circuit breaker at the rear of the rotaflow console switched on. Otherwise the batteries will not be charged. Make sure that the "battery charging" lamp lights up during charging. Chapter 5.6.1. Before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
New information has been received on 2022-02-23 by the getinge sales and service unit: it was reported that the rotaflow gives the audible alarm "low battery" and "shutdown" during patient treatment. The device has been restarted without success. Therefore it was decided by the customer to decannulate the patient immediately, who was in the 'withdrawal phase'. No harm to any person occurred. Complaint ID: (B)(4).